Event description:
It was reported that this lead was an attempted implant in the left bundle branch (lbb). The device is not expected to return for analysis. A new lead was successfully implanted. No additional adverse patient effects were reported.